Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- inspection of all internal components found no damage or discoloration and only slight traces of dust. Functional testing - the concentrator was allowed to run continuously for 30 minutes and, in that time, did not produce any sparks or flames that could otherwise have caused a burn injury. Conclusions - utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the end user severely burning themselves as a result of smoking while using the irc10lx concentrator in question could be neither confirmed not refuted. The concentrator was , however, found to show no signs of physical damage nor malfunction in a manner that could have caused a burn injury. Complaint of consumer was smoking while on the o2 unit and consumer caught on fire was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- inspection of all internal components found no damage or discoloration and only slight traces of dust. Functional testing - the concentrator was allowed to run continuously for 30 minutes and, in that time, did not produce any sparks or flames that could otherwise have caused a burn injury. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the end user severely burning themselves as a result of smoking while using the irc10lx concentrator in question could be neither confirmed not refuted. The concentrator was , however, found to show no signs of physical damage nor malfunction in a manner that could have caused a burn injury. The provider states the consumer was smoking while on the o2 unit and states the end user caught on fire obtaining severe burns. Update-provider states end user admitted to smoking while using the concentrator and had severe burns. No end user information provided due to (B)(4) and end user admitting product did not fail or malfunction.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the consumer was smoking while on the o2 unit and states the end user caught on fire obtaining severe burns. Update-provider states end user admitted to smoking while using the concentrator and had severe burns. No end user information provided due to (B)(6) and end user admitting product did not fail or malfunction.